Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. Two fragments equaling 53 cm in length were received for analysis. A medial fragment of approx. 13 cm was not returned for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore, an elongated fixation helix and deformations of the shock coil were found. As the root cause of the observed damages, tensile forces applied during the extraction procedure should be taken into consideration. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 39 months, oversensing on the ff-channel and on the atrial channel was reported.